Manufacturer narrative:
Medical device brand name: bd pegasus¿ safety closed IV catheter system (y luer with bd q-syte ¿ luer access split septum and end cap) 22ga x 1.00in 0.9mm x 25mm. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd pegasus¿ safety closed IV catheter system (y luer with bd q-syte ¿ luer access split septum and end cap) 22ga x 1.00in 0.9mm x 25mm experienced a cracked/broken catheter adapter/connector/hub. The following information was provided by the initial reporter: the luer joint on the indwelling needle was cracked and was found to be connected. A replacement of the joint later did not affect the treatment of the patient.

Manufacturer narrative:
H6: investigation summary: our quality engineer inspected the photograph submitted for evaluation. Bd received one photograph which displayed a q-syte unit. Through the visual observation, the column of the top body was partially detached from the rest of the column and the septum. The damage to the top body may occur where machine parts come down on or over the part such as onload grippers, welder, or offload grippers. This may be from damaged tooling, misalignment of equipment or the actual part during manufacturing. It is impossible to differentiate between these failure modes as the defect would most likely look the similar. This type of damage may also occur in the user environment. Although the reported issue was confirmed, it could not be determined if the damage resulted from the manufacturing of the device or from the user environment. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h10.

Event description:
It was reported that the bd pegasus¿ safety closed IV catheter system (y luer with bd q-syte ¿ luer access split septum and end cap) 22ga x 1.00in 0.9mm x 25mm experienced a cracked/broken catheter adapter/connector/hub. The following information was provided by the initial reporter: the luer joint on the indwelling needle was cracked and was found to be connected. A replacement of the joint later did not affect the treatment of the patient.